Manufacturer narrative:
Date of onset of symptoms was not provided, only that the patient was not doing well after bilateral implants. If implanted, give date: (B)(6) 2016. Two implant dates were reported, however information was not provided for which specific lens/eye/serial number was implanted on which date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a physician who was new to offering presbyopia correcting intraocular lenses had a patient that was not doing well after a bilateral symfony lens implants. The first eye was operated on (B)(6) 2016 and at 1 day post-op, the patient¿s visual acuity (va) was 20/50 j7 with a lot of dryness in the cornea. The physician believes this to be due to the ketorolac drops and stopped using it at 1 week post op. At 3 weeks post-op, patient was 20/50 j3 and cornea is much better than before, with a refraction -0.5d but this was not pushing plus. Additionally, the other eye had surgery on (B)(6) 2016 and va is currently 20/40 j3. Patient also complains of some glare. At a later follow up it was learned that both lenses were model zxt150 and both were explanted on (B)(6) 2016. The right eye (od) was replaced with monofocal toric iol. A capsular tear was reported for the left eye (os) and a model za9003 lens was used. The patient¿s vision was reported to be od 20/40 distance, j3 near and the os 20/50 distance, j3 near. Good vision at 10 feet however complaints of glare. This report will capture the zxt150 that was explanted from the patient's left eye and a separate report will be filed for the zxt150 explanted from the right eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.